Manufacturer narrative:
Batteries were returned to covidien/medtronic¿s product analysis. The returned components were installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified and isolated to the adc (analog digital converter) voltage was out of range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, the compressor battery in a 980 ventilator was not charging. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and found diagnostic codes relevant to the reported incident recorded in the ventilators memory logs. The se replaced the battery. The se performed calibrations and extended self-testing on the device and all tests passed.